Manufacturer narrative:
An add'l complaint has been logged for the retrieval set (B)(4). No product was returned to assist the investigation. However, according to the received image, the filter is in a normal configuration, but with one of the secondary legs wider expanded than the others. The filter is tilted and the hook is in the renal vein, why difficult to retrieve. Since placed for approx eleven months the filter may be embedded in the vc wall, and it is unk from literature that filter retrieval may be difficult in these situations. According to the received photo of the retrieval a primary leg and a secondary leg have perforated the vc wall, but this perforation may have been caused by manipulation during the surgery. William cook (B)(4) will keep monitoring for similar events.

Event description:
The filter was placed on (B)(6) 2010. Physician felt the landing was picture perfect, straight up and down in the vena cava with no tilt. The pt started having pains and imaging revealed that the filter legs were protruding through the inferior vena cava. On (B)(6) 2011, the physician tried to remove the filter in cath lab with a cook retrieval kit, however, he was unable to do so because the hook had tilted into the left renal vein. He decided to bring the pt back to the operating room under sedation. So, on (B)(6) 2011, he attempted to remove filter again with a cook retrieval kit. The case did not go well, issues snaring and retrieving it. Eventually part of the snare broke off and floated up into the right pulmonary middle lobe. At this point, the procedure was aborted and the foreign body was retrieved with a snare. This caused rapid ventricular rate but the pt still had stable blood pressure. After second procedure, there was no evidence of extravasation. The physician has consulted a colleague and another physician will be performing an open procedure to remove the filter. Update received (B)(4) 2011: the pt had her filter removed via open procedure and she is doing well. Pt is scheduled to go home (B)(6) 2011.